Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, report source, report source other, imdrf annex a, g, b, c and d grids, remedial action required, remedial action # and manufacturer narrative. Omit : g04037 - cover, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8110 syr was affected by r118 front cover, handles, rear case, r090 syringe gripper and r111 sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by r118 front cover, handles, rear case, r090 syringe gripper and r111 sizer misalign recall. There was no reported patient involvement.